Event description:
Reporter indicated that a vns pt has had painful stimulation in the throat since the vns was implanted on (B)(6) 1998. Vns setting changes have not helped alleviate the painful stimulation, and the reporter has recommended the pt have vns lead and generator replacement due to the painful stimulation. Surgery is likely, but a surgery date has not been set.